Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that half height cubie drawer and all cubie pockets were not detected on the bus. No lights were observed on the t-board. Additionally, the drawer controller board was found to have low ohms. Both the t-board and the drawer controller board were replaced, which resolved the issue. The hardware test application was used to verify functionality, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer was failed and required maintenance. The customer stated that this malfunction caused a delay to the patient care, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.